Event description:
It was reported that during a coronary drug eluting stenting treament procedure, stent damage occurred. The lesion being treated was a mildly calcified, 80% stenotic lesion in a non-tortuous mid right coronary artery (rca). The lesion was predilated with a 3.5 mm mercury balloon. After predilated the physician attempted to cross the lesion with a taxus express2 3.0x 32 mm stent, however, could not cross. Consequently, the taxus stent was never deployed. After the removal of the taxus stent the physician noticed that the stent struts was bent. No patient injuries or complications were reported. The physicican successfully completed the procedure with a competitor stent. Patient status is reported as "satisfactory/good."